Event description:
Customer reported that the elvie pump starts squeezing her and leaves her areola bleeding when pumping. She has seen her midwife, who has confirmed that she is pumping correctly. Customer does not mention getting prescribed any medication yet. Customer complain reported from (B)(6).